Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a gas gain error alarmed and went into standby. The unit was turned back on and alarmed again. There was a patient involved but no harm was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer (fse) reviewed the logs, did not find any critical auto fill alarms in the logs or anything to indicate a machine issue. Machine was within calibration, and all auto fill tests passed. Leaks tests passed. Machine was due for a preventive maintenance, so a full preventive maintenance was also completed. Could not duplicate complaint. Machine passes all tests. Returned machine to the customer for clinical use.

Event description:
N/a.